Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Concomitant medical products - smith and nephew central hole cover catalog 71336500 lot 16bm09204, smith and nephew acetabular shell catalog 71335554 lot 16bm06383, smith and nephew acetabular liner catalog 713327554 lot 16am09588, smith and nephew screw catalog 71332530 lot 16bm00175 qty. 2, bi-metric primary femoral stem catalog 162252 lot 862500. Reported event was confirmed via review of provided operative notes. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation is being sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Medical records received stated that the patient was revised due to dislocation and instability.

Manufacturer narrative:
Cmp-(B)(4). Event date - unknown date in 2016. Explant date - unknown date in 2016. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that patient underwent a hip revision due to unknown reasons. Attempts have been made to obtain additional information; however no information is available at this time.